Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was getting a blank display on the screen. It was noted that the customer needs to manipulate the battery cap on the insulin pump, so the display would work and the insulin pump would retain the battery. It was noted that the contacts on the battery cap were damaged. Customer will be shipped a new battery cap and no device is expected to return.